Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 13,000 joules during a prostate procedure. The procedure was continued with two additional fibers (reference MFR report numbers 2937094-2012-00259 and 2937094-2012-00260) and completed with a fourth fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.